Manufacturer narrative:
The physician elected to explant and replace the chronic device. There were no issues when the electrode was disconnected from the chronic device. The chronic electrode was fully inserted into the replacement device and the set screw was properly tighten. Sensing was normal and a defibrillation threshold test at 65 joules (reverse polarity) was deemed successful. The post-shock impedance measurement was 70 ohms. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. High power visual inspection of the header and lead barrels noted no irregularities. The seal plug was intact. The device could be interrogated and a memory download was performed successfully. An electrode connector end was fully inserted into the electrode barrel of the device without any difficulties. The setscrew was verified to hold the connector end in place when tightened. A manual sensing test was performed and no noise was noted in all 3-sense vectors. The sense signal was increased and the signal on the programmer appropriately increased in size. A manual impedance test was performed multiple times and the measured value was within normal range. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Simulated induction testing was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services on (B)(6) 2018 to discuss an untreated episode that was recorded on (B)(6) 2018. Subsequently, the local representative contacted technical services to report that this device recorded additional untreated episodes. Episode#004 was reviewed which identified fine noise on the electrode with a sudden shift to a true ventricular tachycardia. The arrhythmia spontaneously terminates and is followed by diminished signal amplitude. The signal baseline sifts to such an extent that no sensing occurs for approximately 6.5 seconds. Because of the signal instability, the technical service's consultant recommended a pa/lateral chest x-ray to check the position of the device and electrode. The local representative commented that pocket manipulation did generate electrogram noise associate with some device movement. The local representative contacted technical services again on (B)(6) 2018. The local representative commented that the device's sense vector at the time of the recorded untreated episodes was programmed to primary. The technical service's consultant was informed that there was electrogram noise on all 3-sense vectors. During an attempt to perform a manual set-up, an out-of-range impedance measurement was identified. The technical service's representative discussed the possibility of a device-electrode connection issue or electrode conductor disconformity. An x-ray was obtained which showed that the device was anterior and the electrode position was acceptable. The patient was presented back to the electrophysiology (ep) laboratory on (B)(6) 2018. After the pocket was opened, visual inspection found that the electrode was fully inserted into the header port and was properly secured. There were no visible cuts on the electrode body. A manual impedance test was performed and the measured value was within normal range.